Event description:
A healthcare facility reported via a distributor that the heater wire of an rt212 adult inspiratory heated breathing circuit did not heat. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The subject rt212 breathing circuit has only recently been returned to fisher & paykel healthcare. An investigation is currently underway. We will provide a f/u report upon completion of that investigation.